Event description:
It was reported that forty-one (41) patients underwent knee arthroplasty revisions to address aseptic loosening post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). Ogura, k., yakoub, m.a., boland, p.j., healey, j.h. (21 apr 2021). Finn/orthopaedic salvage system distal femoral rotating-hinge megaprostheses in oncologic patients. The journal of bone and joint surgery, inc. 103 (8), 705-714. Http://doi.org/10.2106/jbjs.20.00696. Concomitant devices - unknown orthopedic salvage system tibial stem, catalog #: ni, lot #: ni, unknown orthopedic salvage system femoral stem, catalog #: ni, lot #: ni, unknown orthopedic salvage system femoral component, catalog #: ni, lot #: ni, unknown orthopedic salvage system tibial bearing, catalog #: ni, lot #: ni, unknown orthopedic salvage system yoke, catalog #: ni, lot #: ni, unknown orthopedic salvage system axel, catalog #: ni, lot #: ni, unknown orthopedic salvage system tibial bushing, catalog #: ni, lot #: ni, unknown orthopedic salvage system femoral bushings, catalog #: ni, lot #: ni, unknown orthopedic salvage system locking pin, catalog #: ni, lot #: ni, initial reporter - correspondence author. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2022-01078; 0001825034-2022-01079; 0001825034-2022-01080.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.